Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was positioned on the mitral valve, reducing the mr to trace. After establishing final arm angle (efaa) and removal of the lock line, a posterior leaflet tear was noted, caused by the clip arm penetrating the leaflet. An additional clip was implanted lateral to the first clip and a third clip was implanted medial to the first clip to stabilize the tear. Three clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.